Event description:
It was reported the powered wheelchair joystick caused the wheelchair to surge unexpectedly during use. The end user reported an injury to his leg; however, no medical intervention was rendered as a result.